Event description:
It was reported that the patient presented in clinic for a follow up with an implantable cardiac monitor that exhibited no bluetooth telemetry. Programming changes were made to restore bluetooth functionality. The patient was in stable condition.